Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. Customer blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will expected to be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . However, device received with corroded battery tube. Device was monitored and no missing segments, partial display, low battery alert or flashing display noted. Device passed selftest, unexpected restart error test and displacement test.